Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-00883 and 9616099-2008-00884. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days.

Event description:
Per the registry: this male patient with a history of previous pci (non-target vessel), hypertension, hyperlipidemia, smoking, chf, and a family history of coronary artery disease was admitted for coronary evaluation. He was currently taking aspirin, plavix, statins and ace inhibitors. The primary indication for the procedure was stable angina. Baseline vital signs and labs revealed mild bradycardia (57 bpm, normal sinus rhythm), hypotension (84/42mmhg), and elevated cardiac enzymes (ck=2 times uln, ck-mb > 5 times uln, and troponin > 5 times uln). Angiography revealed severe, 3-vessel disease, specifically, there was a 60% 20mm de novo, irregular, eccentric, heavily calcified type-c lesion in the proximal left anterior descending artery (lad). The vessel was described as 3.0mm in diameter and was moderately tortuous. The lesion was in the vicinity of the diagonal branch bifurcation; however, the bifurcation was not double wired. Heparin and aggrastat were administered. The lesion was predilated with a 2.5 x 10mm balloon inflated to 16 atms. A 3.0 x 23mm cypher select plus stent was deployed to 16 atms with suboptimal results. The stent was post dilated with a 3.25 x 08mm balloon inflated to 20 atms. Final residual stenosis was 10%. A second lesion was noted in the unprotected left main artery (lma). The lesion was described as an 80%, 10mm, de novo, irregular eccentric, heavily calcified c-type stenosis. The vessel was 3.5mm in diameter. The lesion was in the area of the bifurcation with the circumflex artery (lcx); however, the bifurcation was not double wired because the lcx was a totally occluded vessel. The lma was predilated with a 2.5 x 10mm balloon inflated to 16 atms. A 3.5 x 13mm cypher select plus stent was deployed to 18 atms with suboptimal results. The stent was post dilated with a 3.25 x 08mm balloon inflated to 30 atms. Residual stenosis was 15%. There were no reported intra or post procedural complications noted. Six to 24 hours post procedure, the patient's cardiac enzymes remained elevated; however, they were trending downward (ck < 2 times uln, ck-mb = 4 times uln, and troponin >5 times uln). The patient was discharged within 24 hours of the procedure with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers. One-month post procedure, the patent presented emergently with angina and was ruled in for non st-elevation mi. Cardiac enzymes were elevated (ck and ck-mb were <2 times uln and troponin was >5 times uln). Angiography revealed no significant changes in the coronary arteries. There was no restenosis, thrombosis, of the previously placed cypher stents in the lma and proximal lad. No additional intervention was performed. The patient was scheduled for elective coronary bypass surgery. This is one of two reports submitted for the same event.